Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with detached end cap. Unable to perform the displacement, rewind or verify sensor error due to detached end cap. Pump received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked screen. Customer stated that the insulin pump did not update when receiving new blood sugar readings and sensor errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.